Manufacturer narrative:
The futura is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occured in (B)(6) and involved a device sold from invacare (B)(4).

Event description:
Right front wheel on a walker futura has become detached from a patient's walker. Patient experienced that the walker acted a little bit odd for a while. In connection with transportation service trip the right front wheel came loose from the walker when the driver took it out from the car. The patient contacted the health center the day after the incident and told him what had happened. I booked a home visit the same day and patient got a new walker.